Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure the cartridge tip split at the side as the lens was exiting the cartridge. The surgery proceeded smoothly and patient is recovering well after the operation. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the cartridge was not returned. The customer indicated the use of a non-qualified 26.0 diopter iol. The cartridge is only qualified for use with that lens for the diopter range of 6.0 to 25.0. Cartridge and iol product history records were reviewed and the documentation indicated the products met release criteria. The root cause for the reported cartridge damage is most likely related to a failure to follow the directions for use. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: the cartridge was returned. Only a small amount of viscoelastic was observed in the cartridge. The tip has a long aneurysm that has torn. The cartridge shows evidence of being placed into a handpiece. The root cause for the reported cartridge damage is most likely related to a failure to follow the directions for use. In addition, an inadequate amount of viscoelastic was observed; not adequately filling the device. (B)(4).